Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) using a farawave pfa catheter the patient passed "pinkish" urine. During the procedure 88 ablations were performed with the pfa catheter as well as radio frequency ablations along the cti line and unspecified additional ablations. After the procedure "pinkish urine" was seen in the patient's foley bag. The patient had been a liter of fluids both prior to and during the procedure, and in response they were given another liter after the procedure. The patient stayed overnight, and no further complications were observed. The patient left the following day and is considered fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.